Event description:
It was reported the patient's ipg was explanted and replaced with a different model. The patient's therapy was resumed which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or recharged the ipg; as a result the ipg is inoperable. Surgical intervention is planned to address the issue.